Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using the proglide device via a 6f sheath after a left heart catheterization procedure. Reportedly, slight resistance was experienced while inserting the proglide device. Resistance was also experienced while trying to remove the proglide device and the device separated at the junction between the distal guide and the sheath. As a portion of the proglide device remained in the patient, a surgical cut down was performed to remove the proglide sheath. The level of anesthesia was changed from conscious sedation to general anesthesia with intubation. After the cut down surgery, hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported guide break was confirmed. The reported difficult to remove the closure device could not be replicated in a testing environment as it appears to be related to procedure circumstance. The investigation determined the reported difficulties appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the final medwatch report, additional information was received: there was no unusual resistance noted during insertion of the proglide device into the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance: per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Analysis was performed on the returned device. The reported guide break was confirmed. The reported difficult to insert into the anatomy and difficult to remove the closure device could not be replicated in a testing environment as it appears to be related to procedure circumstance. The investigation determined the reported difficulties appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received stating: there was no difficulty closing the foot prior to attempting to remove the proglide device. The lever moved with no difficulty. No additional information was provided. No additional information was provided.